Event description:
Reporter alleged the readings in the blood glucose device memory do not match what was written down as the correct readings. Reporter stated there is no time and date set in the memory and had just begun recently writing all of the values down in 2005. Reporter indicated no treatment was received when going to the doctor due to glucose levels and no controls were used. A request was made for the return of the suspect device and replacement product was sent.